Manufacturer narrative:
Date of event is an unknown date in 2022. Reporter is a synthes employee. Part: 03.110.007. Synthes lot: 6916858. Supplier lot: n/a. Release to warehouse date: 18 april 2012. Manufactured by: (B)(4). Supplier: n/a. No nonconformance reports (ncrs) generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that scrdriver 2.4 t8 self-holding was found the tip of device stripped. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection per guidance, it was determined that the reusable instrument device was found the tip of device stripped from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed found the tip of device stripped of scrdriver 2.4 t8 self-holding would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection of backup instruments on an unknown date, several were set aside for complaints. There was no patient involvement. Upon manufacturer investigation, it was determined that two screwdrivers were stripped. This report is for a stardrive screwdriver t8. This is report 1 of 2 for (B)(4).